Manufacturer narrative:
This report for non-fatal serious injury/device malfunction has been stored under the covid-19 pandemic in accordance with the guidance published by FDA, postmarketing adverse event reporting for medical products and dietary supplements during a pandemic. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. Omsc reviewed the manufacture history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported phenomenon could not be conclusively determined. However, based upon the information from olympus service operation repair center (sorc), there was the possibility that the reported phenomenon was attributed to failure of the converter due to the aging deterioration of the converter's parts due to repeatedly use for a long-term use because more than 10 years had passed from the subject device had been manufactured.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during the unspecified timing, the subject device sometimes could not be turned the power on. Olympus service operation repair center (sorc) checked the subject device and found that the reported phenomenon was duplicated and the converter had failure. There was no report of patient injury associated with the event.